Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states that when the unit was powered on, the screen was blank.

Manufacturer narrative:
An evaluation of the kangaroo joey pump was performed and the customer states ¿when the unit was powered on, the screen was blank¿. The unit was triaged and the customer¿s reported condition was confirmed. The display showed an entirely black screen. The unit was disassembled and a visual inspection found that the display flex cable was torn at the point where the flex cable connects to the stiff plastic that is inserted in the main pcba connector. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.